Event description:
A peritoneal dialysis patient opened the cassette door to remove the cassette when he noticed fluid leaking. There is no sample and the lot is unk. There is no info of any ill effect.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample available. Conclusion: the reported complaint is unconfirmed. No CAPA required; does not meet escalation criteria at this time; will monitor through trending programs and escalate as required by complaint management and CAPA process.